Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 56 mm; cat# 542-11-56f; lot# 5k2rxa; 6.5 cancellous bone screw 30 mm; cat# 2030-6530-1; lot# 4h66vy; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 45591901; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 55382502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to infection (infection clinically confirmed, microorganism was not reported to rep). Surgeon removed all components and replaced with a long term spacer. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.